Event description:
Physician reported rupture on unknown side. A second physician later reported "patient believes their left side implant is ruptured, patient will not have any imaging." The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: rupture on unknown side and exchange.

Event description:
Healthcare professional reported, rupture of unknown side. A second healthcare professional confirmed left-side rupture. The device has been explanted and replaced.

Event description:
The device has been explanted and replaced.

Event description:
Healthcare professional reported, rupture of unknown side. Later, healthcare professional confirmed left-side rupture. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed a broken assessed as fold flaw opening. Additional observations: ¿ stress mark observed on the device. ¿ crease fold observed on the device. ¿ wear abrasion observed on the device. ¿ missing shell observed assessed as inconclusive